Event description:
It has been reported to company that the hypotube separated during the procedure which resulted in the occlusion balloon deflating. The physician inserted the occlusion ballon wire into the patient and inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted a post-dilitation balloon and diliated the vessel. The physician then removed the dilitation balloon catheter through the guide catheter. The physician noticed that the hypotube of the occlusion balloon had separated into two pieces outside the patient, which resulted in the occlusion balloon deflating. The physician was unable to perform aspiration. The device was removed and replaced with another to complete the case.